Event description:
On (B)(6) 2025, the user reported insulin leaking while using the ilet insulin pump. The user stated they attempted to insert the insulin cartridge without performing a rewind of the cartridge piston, which resulted in insulin leakage. The user was not connected to the infusion set at the time of the event and blood glucose was unaffected. With assistance from technical support, the user completed a supply change following correct procedures, and insulin delivery resumed without further issue.